Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set failed to retract completely during use and pierced through the phlebotomist's glove, scraping the skin but not penetrating it. The following information was provided by the initial reporter: "phlebotomist's skin was scrapped during the process of trying to activate the sliding mechanism. While trying to activate the sliding mechanism, the tip of the needle did not fully retract, leaving a small bit of the needle tip exposed. The needle tip poked through the phlebotomist's glove - scraping the skin but not totally penetrating the skin."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for a non-retracting wingset and subsequent needle stick with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for non-retracting wingset and subsequent needle stick with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set failed to retract completely during use and pierced through the phlebotomist's glove, scraping the skin but not penetrating it. The following information was provided by the initial reporter: "phlebotomist's skin was scrapped during the process of trying to activate the sliding mechanism. While trying to activate the sliding mechanism, the tip of the needle did not fully retract, leaving a small bit of the needle tip exposed. The needle tip poked through the phlebotomist's glove - scraping the skin but not totally penetrating the skin."